Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: describe event or problem. Additional common device name: fsm. One (1) drill sleeve (part 03.010.065, lot 9144849, mfg 05-nov-2014) and one (1) protection sleeve (part 03.010.063, lot 4818407, mfg 04-feb-2005) were returned with a complaint stating that the drill sleeve would stick and not fully insert into the protection sleeve. The devices were functionally tested with a known good protection sleeve and drill sleeve and the complaint was able to be isolated to just the returned protection sleeve. The complaint against the drill sleeve was unconfirmed as the device was able to be fully inserted and removed from the good protection sleeve without difficulty or unusual resistance. The drill sleeve was returned in very good condition with minimal signs of wear. As such, a detailed investigation including a drawing review will not be performed on the drill sleeve. The complaint against the protection sleeve was able to be confirmed as the known good drill sleeve also would not correctly seat into the protection sleeve. The distal cannulation of the protection distal had impact marks throughout the opening to the point where the distal lip was caved inward. This prevented proper insertion of the drill sleeve. The protection sleeve is an instrument routinely used during the insertion of locking screws for tibial nails included in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. A visual inspection, functional test, device history review (DHR), and manufacturing investigation were performed as part of this investigation. The relevant product drawing was reviewed during the investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The true root cause of this damage could not be determined with the given information, but it is likely that excessive force was used while attempting to remove the protect sleeve from the aiming arm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Initial reporter: email address. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity 1), unknown trocar (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: nov 5, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is undergoing investigation. The results are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure on (B)(6) 2016, when the surgeon was attempting the jig, the inner drill sleeve would stick and not insert all the way into the outer sleeve. The inner sleeve would then stick inside of the outer sleeve and be difficult to remove. There was a five (5) minute surgical delay. The surgeon compromised and surgery was completed successfully. The patient¿s postsurgical outcome reported as good. This report is 1 of 2 for (B)(4).